Manufacturer narrative:
The lead was returned for testing following the submission of the initial report. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic visual inspection showed the inner coil (cathode) appeared to be fractured. Destructive analysis confirmed the fracture; although, it is unsure if all or some of the filars are fractured. Additionally, it was not confirmed if the removal of the stylet from the lead upon return could have contributed to the fracture. The outer insulation and outer coil do not appear to be damaged over the fracture site. The lead damage is located approximately 11 cm from the proximal end. The coil wires were in five different locations. At least one side of the fracture at the five locations showed evidence of fatigue and two of the fractures showed evidence of titanium rich inclusions at the fracture origin which is likely titanium carbo-nitrides from the manufacturing process. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this atrial lead was non functional with high thresholds and no capture at maximum device outputs. A revision procedure was performed and the lead was explanted and replaced.